Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The reported issue did not impact the customer's blood glucose level. The customer changed out all the supplies and resumed insulin delivery.